Event description:
A report was received by a user facility that a longtime in-center hemodialysis pt developed shortness of breath and signs and symptoms of a dialyzer reaction at the initiation of treatment. The pt was reportedly sent to the hospital and admitted. The priming procedure of the dialyzers was unable to be verified. The pt continues on hemodialysis therapy. There is no sample available for evaluation.

Manufacturer narrative:
(B)(6).